Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Retained samples were tested using a functional test, where none of the cap/stopper assemblies popped off. No objective evidence was found to indicate that the device was the cause of the reported defect. Evaluation of the device history record did not indicate any issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during centrifugation the bd vacutainer® sst¿ ii advance the tube cap of one device fell off. No adverse impact was reported regarding the patient or user.

Event description:
It was reported during centrifugation the bd vacutainer® sst¿ ii advance the tube cap of an unspecified number of devices fell off resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.